Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 04/27/2017 that the receiver showed a transmitter failed error on (B)(6) 2017. No additional patient or event information is available. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it passed. A pairing test was performed and it passed. Functional testing was performed and there was no failure detected. Share data was downloaded and evaluated, no errors related to complaint observed. The reported event of transmitter failed error was not confirmed. A root cause could not be determined.